Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized and the insulin pump alarmed motor error. Customer's blood glucose was 444 mg/dl at the time of incident. Troubleshooting found that due to the motor error, the customer was unable to administer a correction. Customer was able to clear alarm and rewind the pump but was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The motor error alarm was noted during the basic occlusion test and the pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. Unable to complete the functional testing due to the prime anomaly. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.